Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service technician change fraction inspired oxygen (fio2) cell and calibrated the unit but problem was not corrected. Technician performed the air and oxygen balance calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit fraction of inspired oxygen (fio2) is out of specification at 60%. As of this time there is no information about patient involvement associated in this reported event.